Manufacturer narrative:
Patient information unknown. The 510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: agarwal s., udapudi s., gupta s. (2018) to assess functional outcome for intra-articular and extra-articular distal femur fracture in patients using retrograde nailing or locked compression plating. Journal of clinical and diagnostic research. Volume 12, number 3, pages 21 - 24 (india). The aim of this prospective study was to determine the best functional outcome for distal third femur fracture treated by closed/open reduction using retrograde nailing or locked compression plating in respect to knee-flexion, early mobilization and fracture union and full weight bearing. Between july 2015 to june 2017, 40 patients who were treated for intra-articular and extra-articular distal femur fractures were included in the study. Twenty patients with 15 males and 5 females with a mean age of 39.6 years (group a) were operated with a competitor¿s supracondylar nail system for retrograde nailing, and the other 20 patients with 16 males and 4 females with a mean age of 37.4 years (group b) were operated with an unknown synthes locking compression plating. All patients were assessed using modified neer¿s criteria which assigns points for pain, function, working ability, joint movements, gross and radiological appearance. All patients were followed up at 6th week, 3 months, 6 months and 1 year postoperatively and thereafter till fracture union was noted. These complications are associated with the patients who were implanted with an unknown synthes lcp: three patients had shortening with an average 1.5 cm and could be compensated by giving a shoe raise. One case of delayed union in plating group and fracture union occurred after seven months. Two cases of mal-union, which were given physiotherapy. One patient had a fair functional outcome/modified neer¿s score (55 to 69). One patient had a poor functional outcome/modified neer¿s score (less than 55). There were four patients who complained pain at the site of distal screws and two patients who had snapping and which required screw removal after fracture healing. The article does not mention which implant (nail or plate) these complications were associated with. This report is for an unknown synthes locking compression plate. This report is for an unknown plate. This is report 1 of 3 for (B)(4).